Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation since it was reportedly discarded by the user facility. Therefore, the evaluation/investigation was performed exclusively on the basis of the available information. The exact cause of the user's experience and the reported phenomenon could not be conclusively determined. However, based on the information provided and former experience, it is most likely that the insulating insert was damaged by thermal overload, which may occur when an electrode/laser probe is activated while still inside the insulating insert. Therefore, this event/incident was attributed to use error. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. Instead a manufacturing and quality control review was performed for the last 24 months of production without showing any abnormalities. The case will be closed on olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
Additional narratives/data: the suspect medical device was not returned to the manufacturer for evaluation/investigation since it was reportedly discarded at the user facility. Instead, the broken off fragment was provided for evaluation/investigation on 2019-12-13. The cutting edge of the insulating insert shows distinct signs of thermal damage and there is a crack going all the way through the insulating insert, which most likely caused the insulating insert to separate from the sheath. The damage was caused by massive thermal overload caused when a laser probe was activated while still inside the inner sheath. Therefore, this event/incident was attributed to use error. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. Instead a manufacturing and quality control review was performed for the last 24 months of production. There were no non-conformities or deviations regarding the described issue. The case will be closed on olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation / investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation / investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic holmium laser enucleation of the prostate (holep) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient. However, no fragment remained inside the patient since it was reportedly retrieved. No further information was provided but there was no report about an adverse event or patient injury.